Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02478. The patient has two leads from separate lots. It was reported the patient complained of stimulation in her ribs and abdomen which made her feel nauseous when stimulation was on. Diagnostic testing revealed low impedance readings on several lead contacts. Reprogramming was able to provide coverage in the patient's feet but not her back as stimulation attained in the back allegedly produced the rib and abdominal stimulation. The physician advised the patient to only use the programs for her feet coverage. It was reported the patient will continue to be monitored regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.